Manufacturer narrative:
Product complaint # (B)(4). The device catalog number is unknown; therefore, UDI is unavailable. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Article entitled " early and mid-term results with the attune total knee replacement system compared to pfc sigma: a prospective comparative study" written by roland e. Willburger and stella oberberg published by the journal of orthopaedic surgery and research on november 24, 2022 was reviewed. Aim of this study was to evaluate the outcome (including proms) at 6 months and at least 5 years after tka with attune compared to pfc sigma. 60 patients were involved. 30 were implanted with cemented attune fb tkas and 30 were implanted with cemented, cruciate retaining fb pfc sigma tkas. Cement mfg is unknown and no patella resurfacing was performed. Both attune and pfc sigma provided good to excellent clinical results. There were no statistically significant differences based on the overall scores and patient rated outcome measures. Adverse events: radiolucent lines at 5-years - 20 attune patients and 24 pfc sigma patients. No treatment indicated. One patient in the pfc sigma group had a revision for aseptic loosening of the tibial component. No loosening interface noted.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. This complaint was opened to document complaints derived through a journal article review. Follow-ups were done to try and obtain additional information from the author of the journal article. No further information was received. Device history lot : a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.